Manufacturer narrative:
H3, h6: the computer, lot number: 1853023, was returned to the manufacturer for analysis. The computer booted normally to the application screen. The installed programs all started and ran normally. Codes b01, c19 and d14 are applicable to this analysis. Additional information in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional troubleshooting was performed. The manufacturing representative (rep) successfully verified connection to the navigation system. The ip address on the mobile view station (mvs) were identical. The navigation systems do not utilize pacs connection. It was confirmed that the speed was set to "auto-sense" in mvs station tab. When the rep acquired a 3d spin int spine application the issue occurred again. The rep then rebooted all systems and attempted to take a 3d spin two more times. The issue occurred again both times.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735225r, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A13 was coded for the scan not transferring from the imaging system to the navigation system. A1102 was coded for the transfer error message. A110201 was coded for the system was unresponsive issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that after the site acquired a spin with the imaging system, the scan would not transfer to the navigation system. The image on the imaging system displayed a "nav tag" but the screen on the navigation system was unresponsive on the image acquisition screen. The system was swapped out with a different navigation system for the remainder of the procedure. While troubleshooting, the manufacturer representative (rep) used the same ethernet cable on both systems. When the rep attempted to send the "nav tagged" images from the imaging system to the navigation system the following message was received, "transfer error -- please verify the correct scan was sent to the system." The rep attempted with multiple other scans and the same message was displayed; the images were able to be uploaded via cd without issue. There was a 15 minute delay to the procedure with the patient present. There was no impact on patient outc ome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. It was reported that additional troubleshooting was performed. The manufacturer representative (rep) had performed the following troubleshooting steps: - she tried two additional ethernet cords - she tried to bypass the network bulkhead - she tried to uninstall and reinstall the software. This made it so the first scan transferred to the system without issue, but every attempt after that failed again. - the computer was installed in april of 2024 and had been barely used by the account. It was reported that the the computer was replaced but the image transfer was not automatic. The rep could always manually push it over. She did 8 spins and they did not transfer over to the system automatically.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735585, version #: 3.1.5 and product ID: 9735225r, lot #: 1853023 h2) please see the additional codes section for further additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Software is updated to product ID 9733686, version 2.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that from the logs that were first transferred after the uninstall/reinstall were successful; however, the other attempts to transfer the patient exam failed with a "transfer error- please verify the correct scan was sent to the system¿. During these failed exam transfer attempts, the logs recorded an error in finding the "tracker_t_frame" file (without this ¿tracker_t_frame¿ file software (sw) considers the 3d exam as invalid) for exams due to which the sw cleared the incoming exam directory before moving exams to the exam directory. This issue is consistent with a known software issue. Codes b01, c10, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received form the manufacturer representative. It was reported that the issue with the new computer in the navigation system and having the software reinstalled on the navigation system was still unresolved. The exam they tried to push over got to 50% before no longer progressing. The manufacturer representative stated that the account received a new navigation system and that this system would be taken out of commission once the new system had been cleared for use. It was noted that no troubleshooting was completed during the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.